Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case with no appearance of any other damaged. Force sensor test found in the event history log. Force sensor test was found at power up, and failed force sensor reading at 0.00 pound (lbs).the force reading was 0.00 lbs. The count was at 0.00 (the count should be at 30s when the force was reading 0.00 lbs.). The root cause of the reported issue was found to be the force sensor was out of calibration as a result of normal wear / calibration drift. Pump was over 14 years old. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor test occurred. No patient injury was reported.